Manufacturer narrative:
Investigation included complaint intake, verification of device details, and instructions provided for device shutdown, data syncing, and return. Investigation of this case revealed a damaged display assembly consistent with physical damage or structural failure. It was concluded that the event involved a hardware failure of the screen component without associated patient harm.

Event description:
It was reported that the ilet screen split in half and became unusable, and the user experienced trouble operating the device afterward; no injury occurred and the device had been synced prior to shutdown. Symptoms included none reported. Outcomes included interruption of device use requiring replacement arrangements and planned return of the damaged unit.